Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient's right ventricular (rv) lead had a triggered lead integrity alert (lia) for ventricular tachycardia non sustained episodes and short intervals, oversensing and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.